Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Customer changed the cartridge and resumed insulin therapy. Reportedly, the customer is wearing the cartridge for 14 days. Tandem clinical support informed the customer that wearing the cartridge for 14 days is off label per the user guide. Customer's blood glucose level was 177.